Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 01/02/2015. Additional information was received 01/20/2015. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was exchanged approximately four months later.